Event description:
It was reported that six days following a coronary artery drug eluting stenting treatment procedure, the patient suffered a myocardial infarction and a stent thrombosis. This event required a re-intervention of the target vessel the following day. The index procedure identified and treated one target lesion. The lesion was a 90% stenotic, severely calcified, br-type lesion in the native proximal left anterior descending artery. The artery was mildly tortuous. The lesion was 2.75mm in diameter and 15mm in length. The physician pre-dilated the lesion with a 2.50 x 15mm maverick balloon. A taxus express2 2.75 x 20mm stent was deployed over the lesion at 16atms. The physician post dilated the stent with a 3.00 x 12 mm medtronic sprinter balloon at 12atms. The lesion after stent placement had 20% residual stenosis and timi-3 flow. The patient was discharged five days following the index procedure. Prior to discharge, after the procedure, the patient was treated for congestive heart failure and renal insufficiency with erum cratinine greater than 265 mmol/liter. The patient was placed on aspirin and clopidogrel. The patient returned to the hospital six days following the index procedure. It was determined that the patient was suffering from a q-wave mi and stent thrombosis. Cardiac enzymes were drawn to confirm the mi, the peak ck value was 578 u/l and peak troponin was 75 u/l. The stent thrombosis was confirmed by angiography, which displayed that the stent was under expanded and contained residual stenosis. At the time of the event, the patient was taking aspirin and clopidogrel. The following day, the mi and the stent thrombosis were resolved by performing a re-intervention of the target vessel. Prior to the re-intervention, the lesion was noted to be 99% stenosed. The physician resolved the events by performing balloon dilations of the target lestion. The residual stenosis after the angioplasty was 0%. The relationship to the device was indicated as being possibly related to the taxus liberte stent. There were no further complications reported. This product is only ous approved but it is similar to a marketed us device.